Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient reported pain after primary right hip surgery in (B)(6) 2020. Patient reported having a blood clot removed (not related to the hip) in (B)(6) 2020, and is still experiencing pain. Patient would like to know if implant is subject to a recall.